Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis was thoroughly analyzed. The pump was visually and microscopically inspected, and functionally tested. The pump tubing was cut down to the pump block; no tubing was returned for analysis. No leaks were identified in the pump, and it passed activation testing. The returned cylinder was microscopically inspected, and leak tested. Wear was observed at folds in the middle and distal sections of the cylinder; a hole caused by sharp instrument damage causing a leak was also observed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. Laboratory analysis could not confirm the reported clinical observations. With all available information, boston scientific concludes the most probable cause of the reported event could not be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.